Manufacturer narrative:
Patient date of birth/age, gender, and weight are unknown. Device is an instrument and is not implanted or explanted. The complainant part was discarded and is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 2.0mm drill bit broke off inside the olecranon during an olecranon osteotomy for a distal humerus fracture. The tip was left in the patient. Procedure time was not prolonged. This report is 1 of 1 for (B)(4).